Event description:
Customer complains about blood leak during treatment. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur, due to damage to the hollow fibers. As soon as we have the sample on hand, we will start the investigation. The root cause of this event cannot be determined at the moment.